Manufacturer narrative:
Product event summary: a pump with unknown serial number was not returned for evaluation. Log file analysis was not performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. A possible root cause of the reported event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. This event was reported in the q4 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Additional products: brand name: heartware ventricular assist system: controller, model #: unk, catalog #: unk, expiration date: unk, serial or lot#: unk, UDI #: asku, device available for evaluation: no, mfg date: unk, labeled for single use: no. (B)(4). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized after the controller exhibited multiple power disconnects and pump stops at home while connected to power. Log files were sent and the controller was exchanged. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event. This event was reported in the q4 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.